Event description:
Information was received indicating that a smiths medical cadd administration set broke in two where the line attaches to the 0.2micron air eliminating filter. The extension line separated from the proximal end of the filter. The issue occurred on the second day of the line being used for the administration blinatumomab continuous infusion. The patient went to the hospital and a pharmacist made a new bag of medication to be connected. There was no patient injury.